Event description:
Boston scientific received information that this right ventricular lead was capped after displaying pacing impedances of greater than 2000 ohms and loss of capture. The lead was reported to have been fractured. The patient was seen for a revision procedure where the lead was surgically abandoned. There were no adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.